Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pocket erosion on the upper right corner and feeling of shock like an electricity. Moreover, physician had no reports of diaphragmatic stimulation, however, physician reported seeing p waves on telemetry. Troubleshooting steps were discussed by putting back to ddd if patient is in sinus. Additional information received which indicated that this device was explanted due to infection that was not treatable with antibiotics. This device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pocket erosion on the upper right corner and reported feeling a shock. Moreover, physician had no reports of diaphragmatic stimulation, however, physician reported seeing p waves on telemetry. Troubleshooting steps were discussed. Additional information was received which indicated that this device system was explanted due to infection that was not treatable with antibiotics. A non boston scientific device and lead were used as a temporary devices and were removed when the new boston scientific devices were implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pocket erosion on the upper right corner and reported feeling a shock. Moreover, physician had no reports of diaphragmatic stimulation, however, physician reported seeing p waves on telemetry. Troubleshooting steps were discussed. Additional information was received which indicated that this device system was explanted due to infection that was not treatable with antibiotics. A non boston scientific device and lead were used as a temporary devices and were removed when the new boston scientific devices were implanted. No additional adverse patient effects were reported.